Manufacturer narrative:
No sample was returned for evaluation. The reported event is inconclusive due to no sample being returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.

Event description:
It was reported that the patient was rolled at various times in the evening of (B)(6) 2015 and at one point it was noticed that the port which is used to inflate/deflate the balloon that sits within the patient's rectum had broken off. As such, they have no way of being able to deflate the balloon and remove it from the patient. The patient will therefore require some form of intervention from a colorectal surgeon to be able to remove the balloon safely. The patient is currently unaffected by this and the dignishield is still working in the normal manner. The device was used for loose bowels.